Event description:
The cut line was "rough" on the first firing, but the device fully cut the target tissue. There were not any staples missing from the cut line. However, the staples were not formed as intended. A new device was used to complete the case. Manual suture was used to reinforce the staple line.

Event description:
It was reported that during a subtotal gastrectomy procedure, on the first firing the was difficult, but device fully cut. The tissue was damage. The staples were present but did not form as intended. Surgery was prolonged thirty minutes. Another device was used to complete the procedure ad suture to reinforce the tissue damage. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.